Event description:
Depuy pinnacle hip replacement was performed on (B)(6)2007. The part never performed correctly. I had continuous pain and discomfort. I was told by the doctor that performed the surgery, that the part was in the correct position. I have had nothing but extreme pain and limited mobility since the first surgery. On (B)(6)2009, a 7cm x 4cm cyst was discovered and an unsuccessful attempt was made to drain it. It is buried back in behind the blood vessels in my groin area. Come to find out the growth is a pseudo-tumor caused by the metal on metal. I have had a 3 dimensional body scan and numerous other tests ordered by the original surgeon. He reluctantly said that he would need to do exploratory surgery and possibly he might need to replace the metal ball with ceramic parts. On (B)(6)2010, I had a different surgeon replace my hip. He found that the pinnacle part was floating free in there. It never adhert itself. Diagnosis or reason for use: arthritis.